Event description:
It was reported the rigid scope telescope "oes elite" had an abnormal image and impurities inside. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information received.

Manufacturer narrative:
This report was sent in error as an abnormal image in this product would not cause or contribute to a death or a serious injury if it were to recur